Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. No unexpected missing segment noted. No reservoir icon anomaly noted. Unit passed self test. Unit received with missing retainer ring, missing reservoir o-ring, scratched case and minor scratched lcd window. J.a (B)(6) 2016. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the white plastic from the reservoir was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.